Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation:fallopian tubes') in a 35-year-old female patient who had essure (batch no. 869762, 717645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included hydrocodone bitartrate;paracetamol (norco) (B)(6) 2014 to (B)(6) of 2015, medroxyprogesterone acetate (depo provera) (B)(6) 2011 to (B)(6) of 2012, ondansetron (zofran) (B)(6) 2014 to (B)(6) of 2015 and spironolactone (B)(6) 2013 to (B)(6) of 2014. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"), 24 days after insertion of essure. In (B)(6) of 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) and fatigue ("fatigue"). In 2013, the patient experienced migraine ("migraines/headaches"). In (B)(6) of 2014, the patient experienced abdominal pain ("abdominal pain-right side"). In (B)(6) of 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and mass ("other injury(ies) or complication please describe: mass on right side from perforation"). On (B)(6) 2014, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain/chronic"), back pain ("back pain"), headache ("headaches"), pleural effusion ("fluid in chest cavity"), abdominal pain lower ("lower abdominal pain"), complication of device insertion ("told that during the procedure that my right tube closed up/ device malfunctioned and coils removed"), intentional device use issue ("found 3 coils, 2 coils in right tube"), arthralgia ("left hip pain") and amnesia ("memory loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2015 hysterectomy (partial). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, hormone level abnormal, pleural effusion, mass, migraine, complication of device insertion, intentional device use issue, arthralgia and amnesia outcome was unknown, the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, vaginal haemorrhage, ovarian cyst and abdominal pain lower had resolved and the fatigue and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, amnesia, arthralgia, back pain, complication of device insertion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, intentional device use issue, mass, menorrhagia, migraine, ovarian cyst, pelvic pain, pleural effusion and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for perforation,fatigue, hormonal changes, headaches, fluid in chest cavity. Discrepancy noted in insertion dates: (B)(6) 2011, (B)(6) 2011 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified)bilateral occlusion. Ultrasound pelvis - on (B)(6) 2014: impression: relatively normal appearing uterus was subtle echogenic fod in the bilateral cornua regions, possibly representing previous placement of tubal occlusion devices. Lot number: 717645 manufacture date: (B)(6) of 2010, expiration date: (B)(6) of 2013. Lot number: 869762 manufacture date: (B)(6) 2011 expiration date: (B)(6) of 2014. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation:fallopian tubes') in a 35-year-old female patient who had essure (batch no. 869762, 717645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included hydrocodone bitartrate;paracetamol (norco) (B)(6) 2014 to (B)(6) 2015, medroxyprogesterone acetate (depo provera) (B)(6) 2011 to (B)(6) 2012, ondansetron (zofran) (B)(6) 2014 to (B)(6) 2015 and spironolactone (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"), 24 days after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2013, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain-right side"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and mass ("other injury(ies) or complication please describe: mass on right side from perforation"). On (B)(6) 2014, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain/chronic"), back pain ("back pain"), headache ("headaches"), pleural effusion ("fluid in chest cavity"), abdominal pain lower ("lower abdominal pain"), complication of device insertion ("told that during the procedure that my right tube closed up/ device malfunctioned and coils removed"), intentional device use issue ("found 3 coils, 2 coils in right tube"), arthralgia ("left hip pain"), amnesia ("memory loss") and sciatica ("sciatica pain is crazy") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2015 hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, hormone level abnormal, pleural effusion, mass, migraine, complication of device insertion, intentional device use issue, arthralgia, amnesia and sciatica outcome was unknown, the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, vaginal haemorrhage, ovarian cyst and abdominal pain lower had resolved and the fatigue and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, amnesia, arthralgia, back pain, complication of device insertion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, intentional device use issue, mass, menorrhagia, migraine, ovarian cyst, pelvic pain, pleural effusion, sciatica and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for perforation,fatigue, hormonal changes, headaches, fluid in chest cavity. Discrepancy noted in insertion dates: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified)bilateral occlusion. Ultrasound pelvis - on (B)(6) 2014: impression: relatively normal appearing uterus was subtle echogenic fod in the bilateral cornua regions, possibly representing previous placement of tubal occlusion devices. Lot number: 717645, manufacture date: 2010-03, expiration date: 2013-03. Lot number: 869762, manufacture date: 2011-06, expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: pfs received- new events sciatica pain is crazy was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation:fallopian tubes') in a 35-year-old female patient who had essure (batch no. 869762, 717645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included hydrocodone bitartrate;paracetamol (norco) (B)(6) 2014 to (B)(6) 2015, medroxyprogesterone acetate (depo provera)(B)(6) 2011 to (B)(6) 2012, ondansetron (zofran) (B)(6) 2014 to (B)(6) 2015 and spironolactone (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"), 24 days after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2013, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain-right side"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and mass ("other injury(ies) or complication please describe: mass on right side from perforation"). On (B)(6) 2014, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain/chronic"), back pain ("back pain"), headache ("headaches"), pleural effusion ("fluid in chest cavity"), abdominal pain lower ("lower abdominal pain"), complication of device insertion ("told that during the procedure that my right tube closed up/ device malfunctioned and coils removed"), intentional device use issue ("found 3 coils, 2 coils in right tube"), arthralgia ("left hip pain"), amnesia ("memory loss") and sciatica ("sciatica pain is crazy") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (lap vaginal hysterectomy, remove both fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, hormone level abnormal, pleural effusion, mass, migraine, complication of device insertion, intentional device use issue, arthralgia, amnesia and sciatica outcome was unknown, the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, vaginal haemorrhage, ovarian cyst and abdominal pain lower had resolved and the fatigue and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, amnesia, arthralgia, back pain, complication of device insertion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, intentional device use issue, mass, menorrhagia, migraine, ovarian cyst, pelvic pain, pleural effusion, sciatica and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for perforation,fatigue, hormonal changes, headaches, fluid in chest cavity. Discrepancy noted in insertion dates: (B)(6) 2011 and removal date as per case is (B)(6) 2015 and date in pfs is (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified)bilateral occlusion. Ultrasound pelvis - on (B)(6) 2014: impression: relatively normal appearing uterus was subtle echogenic fod in the bilateral cornua regions, possibly representing previous placement of tubal occlusion devices. Lot number: 717645, manufacture date: 2010-03, expiration date: 2013-03. Lot number: 869762, manufacture date: 2011-06, expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: mr received : reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation:fallopian tubes') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), fatigue ("fatigue"), headache ("headaches") and pleural effusion ("fluid in chest cavity") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2015 hysterectomy (partial)). At the time of the report, the fallopian tube perforation, fatigue, hormone level abnormal, headache and pleural effusion outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain and menorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, pelvic pain and pleural effusion to be related to essure. The reporter commented: patient received treatment for perforation,fatigue, hormonal changes, headaches, fluid in chest cavity. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified)bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event injury were updated to new events perforation:fallopian tubes, general abnormal bleeding, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain,menorrhagia (heavy menstrual bleeding),fatigue, hormonal changes, headaches, fluid in chest cavity. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation:fallopian tubes') in a 35-year-old female patient who had essure (batch no. 869762, 717645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included hydrocodone bitartrate;paracetamol (norco)(B)(6) 2014 to december 2015, medroxyprogesterone acetate (depo provera)(B)(6) 2011 to march 2012, ondansetron (zofran)(B)(6) 2014 to december 2015 and spironolactone9-(B)(6) 2013 to november 2014. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"), 24 days after insertion of essure. In november 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2013, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain-right side"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and mass ("other injury(ies) or complication please describe: mass on right side from perforation"). On (B)(6) 2014, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain/chronic"), back pain ("back pain"), headache ("headaches"), pleural effusion ("fluid in chest cavity"), abdominal pain lower ("lower abdominal pain"), complication of device insertion ("told that during the procedure that my right tube closed up/ device malfunctioned and coils removed"), intentional device use issue ("found 3 coils, 2 coils in right tube"), arthralgia ("left hip pain") and amnesia ("memory loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on 01 jan 2015 hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, hormone level abnormal, pleural effusion, mass, migraine, complication of device insertion, intentional device use issue, arthralgia and amnesia outcome was unknown, the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, vaginal haemorrhage, ovarian cyst and abdominal pain lower had resolved and the fatigue and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, amnesia, arthralgia, back pain, complication of device insertion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, intentional device use issue, mass, menorrhagia, migraine, ovarian cyst, pelvic pain, pleural effusion and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for perforation,fatigue, hormonal changes, headaches, fluid in chest cavity. Discrepancy noted in insertion dates: (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified)bilateral occlusion. Ultrasound pelvis - on (B)(6) 2014: impression: relatively normal appearing uterus was subtle echogenic fod in the bilateral cornua regions, possibly representing previous placement of tubal occlusion devices. Most recent follow-up information incorporated above includes: on (B)(6) 2020: fu 3 and fu 4 processed together: plaintiff fact sheet and mr received: lot no. Was added. New events - abnormal bleeding (vaginal), reproductive system disorder or condition type of disorder or condition: ovarian cyst, other injury(ies) or complication please describe: mass on right side from perforation, migraines/headaches, lower abdominal pain, told that during the procedure that my right tube closed up were added. Reporter's information, patient demography, medical history, lab data, concomitant drugs were added. Event genital hemorrhage made non-serious. On (B)(6) 2020: fu 3 and fu 4 processed together: information received via social media: new event - found 3 coils, 2 coils in right tube, hip pain, memory loss and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.